Manufacturer narrative:
As reported, approximately 1 yr after initial implant, the patient was brought in for a left knee poly revision due to instability in the knee. The patient currently had in a size 9mm truliant ps poly, but was revised to a 12mm poly for better stabilization. Patient was last known to be in stable condition following the event. The device will be returned. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Event description:
As reported, approximately 1 yr after initial implant, the patient was brought in for a left knee poly revision due to instability in the knee. The patient currently had in a size 9mm truliant ps poly, but was revised to a 12mm poly for better stabilization. Patient was last known to be in stable condition following the event.